Event description:
The customer reported via phone call that they were in bad car accident. The customer stated their insulin pump was exposed to moisture as a result. It was also reported by the customer's spouse that the cap was missing from the end of their reservoir. The customer's blood glucose was 188 mg/dl. It was also found the customer was currently hospitalized from their car accident. Customer also reported a battery out limit alarm and failed battery test alarm occurring. Troubleshooting did not find any damage to the battery compartment or spring. Customer did not receive a failed battery test at the end of troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.